Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager has got locked. The field service engineer confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager got locked and failed to open. The customer stated that this malfunction occurred while dispensing medication to the patient and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.